Event description:
It was reported that the clinic's radiofrequency (rf) head of the programmer "would not automatically" interrogate the implanted device. The company representative used another rf head and was able to interrogate the device without any issue. The status of the rf head is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted. (B)(4).